Event description:
Attenting surgeon reported that the drain appeared to be clogged. The device was in use a few hours. Patient underwent reoperation later that evening for removal and replacement of the drain. Patient is currently reported as fine.